Manufacturer narrative:
Based on the claim against the product by the customer noting the psc switched to battery power, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the psc power cord to resolve the reported issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint regarding the psc switched to battery power was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. A review of the system logs confirmed an 817 error occurred on system serial # (B)(4). On (B)(6) 2022. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause is attributed to the psc power cord. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to open surgery after the start of the procedure due to the patient side cart (psc) switching to battery power.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the patient side cart (psc) was running on battery. The technical support engineer (tse) had the site check the power cord and breaker. The site confirmed the breaker was in the up position. The tse noticed that when the site would unplug and plug back in the psc, it would run on ac power until they let go of the plug. The tse had the site plug back in and hold the cable, resulting in the psc running on ac power. The site let go of the cord, wiggled it around, and it remained on ac power. The tse advised site that it was up to surgeon to proceed without system being looked at. The site called back stating that the issue returned, and psc was running on battery power. The procedure was completed as planned with no reported injury. On (B)(6) 2022, the following additional information was obtained: the issue returned during the procedure. Because the patient side cart (psc) switched back to battery power during the procedure, the procedure was converted to open surgery. The conversion and open surgery procedure was completed successfully with no injury or harm to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the power supplies involved with this complaint to perform failure analysis. The reported failure was confirmed and replicated. A 417 error code was confirmed via a review of the logs, indicating the power supply failed a power up test due to a bad connection or defect. The first power supply was installed on a test system and started without any errors. After 10 power cycles, the unit failed with an error 417. The other returned power supply did not reproduce the issue. The complaint regarding the psc running on battery issue was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.